Manufacturer narrative:
The insulin pump passed the functional testing. However, the insulin pump had intermittent button response due to corroded keypad traces, a cracked case at the display window corners, minor scratches on the display window, a broken reservoir tube lip, broken battery tube threads, and a missing end cap sticker.

Event description:
Customer reported that the insulin pump was recently taken through a scanner at the airport and was no longer returning any alarms. Customer also reported that the insulin pump's up button was not responding properly. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.